Event description:
Meter name: one touch basic enhanced. Strip name: lifescan one touch teststrips. Meter code: 7, strip code: 7. Strip storage: unknown. Symptoms: urinating/thirsty. A patient reported they were seen in emergency room their meter allegedly was inaccurately low. The result on their meter was 28 mg/dl. The result on the emergency room meter was 611. The time difference between patient's meter and emergency room meter was greater than 30 minutes. (With intervention). Treatment was unknown. No further information has been reported.